Manufacturer narrative:
D9: 28-may-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed cassette not attached alarms. Functional testing was performed, and the reported issue was confirmed. The downstream occlusion (dso) sensor was functional but needed to be calibrated. The dso sensor was calibrated to resolve this issue.

Manufacturer narrative:
B3 (B)(6) is the reported month of the event but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) sensor failed. There was no patient involvement.